Manufacturer narrative:
Zoll has not yet received the autopulse platform for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The autopulse platform (sn (B)(4)) displayed a system error, out of service, revert to manual CPR message during shift check. No patient was involved with this event.

Manufacturer narrative:
The reported complaint of system error, out of service, revert to manual CPR error message was confirmed based on the archive review and during functional testing. Following service, the platform passed all testing criteria. Visual inspection was performed and no damages were observed. A review of the archive was performed and the archive data shows latch error 71, thus confirming the reported complaint. During functional testing, latch error 71 displayed upon powering on the platform, thus confirming the reported complaint. Apvision 3 was used to clear the error message. Device history record (DHR) was reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).